Manufacturer narrative:
Unable to perform the sleep current measurement, active current measurement, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing battery tube spring. Unable to download history files or confirm pump alarmed insulin flow blocked alarm or failed battery alarm. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, serial number label missing, battery tube spring missing, corroded battery tube. The p-cap/reservoir does lock properly. Unable to confirm failed battery test or insulin flow blocked alarms due to missing battery tube spring. Confirmed battery tube corroded/missing battery tube spring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump has rejected new batteries and has an insulin flow block alert. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1780kl, and unk_reservoir. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1780kl, and unk_reservoir.